Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter removal difficulties occurred. The 75% stenosed target lesion was located in a moderately tortuous left anterior descending artery. An 8.0x4.00mm nc quantum apex balloon catheter was used for post dilation and was inflated twice to the rated burst pressure. The physician experienced withdrawal difficulties of the quantum apex and the quantum apex was removed with the non bsc guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).